Manufacturer narrative:
Medical device problem code (a) - since the device worked as intended there is no medical device problem code appropriate. A patient accessory (sheet) was accidentally caught when the c-ring rotated causing the c-ring to stop rotation. Component code (g) - since the device worked as intended there is no component to identify

Event description:
Patient sheet got jammed up in the c-ring during rotation. Patient was removed from the couch. During patient extraction, machine was left in fault, non-moving position for patients safety. Room was removed from clinical use while removing the obstruction. Patient sheet fell within travel path of c-ring as it rotated during imaging. Sheet got jammed up in the c-ring during rotation. Due to jammed sheet preventing proper c-ring motion within approximately 10 - 15 degrees rotation, c-ring motors experienced an over torque fault and stopped all robotic motion. The proton therapy system worked as intended.